Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2088tc lead, (B)(6) 2012; 4196-88 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that there was earlier than expected battery longevity. It was also reported there was right ventricular (rv) lead high unstable thresholds. The device and rv were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned in segments. Analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo in sulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage.